Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported an unexpected postoperative refraction after a cataract surgery. The patient was able to accommodate to the refractive difference. Additional information has been requested but not received to date. This is one of two reports being filed for this patient. This report is for patient's right eye (od).

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Event description:
Additional information was received from the surgeon who reported that postoperative refractions were not in accordance with the expectations. In surgeon's opinion the device caused or contributed to the event. No patient hospitalization, therapies or unplanned surgical intervention were required to treat the event.